Event description:
It was reported that during a lap nissen procedure, the tip of the blade fell into the pt. The piece was retrieved. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.